Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was being exposed through the skin. Skin breakage was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was being exposed through the skin. Skin breakage was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively.